Event description:
It was reported that patient underwent right total hip replacement surgery in 2007, during which he received a durom acetabular component. Post-op, patient has been experiencing pain and his surgeon has recommended revision surgery, which has not yet been scheduled.